Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted at this time and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. A supplemental MDR will be sent if additional information becomes available. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report an underinfusion volume discrepancy. The expected volume was 4.7ml and the actual aspirated volume was 18ml. Cs reported that the patient had an MRI since their last refill, and the cs was present. Cs reported that there was no volume discrepancy observed at the MRI appointment. Cs reported that there were no associated patient effects. A dye study was scheduled, and before the dye study another under infusion volume discrepancy was observed with the expected volume being 12.5ml and the actual aspirated volume being 20ml. During the dye study, the physician was able to easily aspirate from the catheter. Cs reported that the dye was injected into the cap port using a 5ml syringe. Cs reported that the dye was not found to move after a prime stem and catheter programmed. The physician believed that the pump is not functioning correctly. Cs stated that the physician would prefer to replace the pump, but the replacement surgery has not been scheduled yet.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device return for analysis. Internal complaint number: (B)(4).

Event description:
Additional information confirmed that the patient's pump was replaced. Prior to replacement, another under infusion volume discrepancy was alleged with the expected volume being 13.47cc and actuall aspirating 20cc. The original catheter was left and connected with revision kit after confirmation of csf aspiration.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted at this time and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. A supplemental MDR will be sent if additional information becomes available. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report an underinfusion volume discrepancy. The expected volume was 4.7ml and the actual aspirated volume was 18ml. Cs reported that the patient had an MRI since their last refill, and the cs was present. Cs reported that there was no volume discrepancy observed at the MRI appointment. Cs reported that there were no associated patient effects. A dye study was scheduled, and before the dye study another under infusion volume discrepancy was observed with the expected volume being 12.5ml and the actual aspirated volume being 20ml. During the dye study, the physician was able to easily aspirate from the catheter. Cs reported that the dye was injected into the cap port using a 5ml syringe. Cs reported that the dye was not found to move after a prime stem and catheter programmed. The physician believed that the pump is not functioning correctly. Cs stated that the physician would prefer to replace the pump, but the replacement surgery has not been scheduled yet.